Event description:
It was reported that the patient presented in clinic for lead revision. The right ventricular (rv) lead was experiencing noise that lead to pacing inhibition. The rv lead also had high pacing impedance and high capture. Insulation damage was noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.